Manufacturer narrative:
Additional Information: H3. Plant Investigation: Although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A USER FACILITY BIOMEDICAL TECHNICIAN (BIOMED) REPORTED TO FRESENIUS TECHNICAL SERVICE (TS) THAT A 2008T HEMODIALYSIS (HD) MACHINE WAS DISPLAYING AN INTERMITTENT LOW FLOW ERROR IN DIALYSIS MODE. THE FLOW ERROR WAS REPORTEDLY OCCURRING EVERY THREE SECONDS. THE ¿ACFS¿ VALUE WAS REPORTED TO BE FLUCTUATING BETWEEN 0.0 AND 4.0 VOLTS. THE BIOMED HAD ALREADY RE-BUILT THE DEAERATION MOTOR, AND REPLACED THE FLOW MOTOR, THE PUMP HEAD, AND THE LOADING PRESSURE REGULATOR. THE BIOMED REQUESTED TS SEND A FIELD SERVICE TECHNICIAN ONSITE TO REPAIR THE MACHINE. THE MACHINE REMAINED OUT OF SERVICE, AND TWO DAYS LATER A DIFFERENT BIOMED CONTACTED TS FOR FURTHER TROUBLESHOOTING SUPPORT. THIS BIOMED INDICATED THAT THE MACHINE WAS ALSO DISPLAYING FLOW INLET ERRORS. THE MESSAGES (LOW FLOW AND FLOW INLET) WERE BEING DISPLAYED IN RINSE. THE BIOMED STATED THERE WERE NO AUDIBLE ALARMS BECAUSE THE DIALYSATE LINES WERE ON THE SHUNT. DURING THEIR MACHINE INSPECTION, THE BIOMED DISCOVERED THAT TWO OF THE TOP FOUR BALANCING CHAMBER VALVES WERE MELTED. THE BIOMED REPLACED ALL FOUR OF THE VALVES AND THIS RESOLVED THE REPORTED ISSUE. UPON FOLLOW-UP WITH THE BIOMED, IT WAS CONFIRMED THAT TWO OF THE VALVES HAD SUSTAINED THERMAL DAMAGE. THE BIOMED STATED THEY WERE CRACKED, MELTED, AND DISPLAYING VISIBLE SIGNS OF CHARRING. IT WAS CONFIRMED THERE WAS NO PATIENT INVOLVEMENT ASSOCIATED WITH THE EVENT. NO BURNING SMELL WAS NOTED, AND THERE WERE NO SIGNS OF SMOKE, SPARKS, OR FLAMES. THE BIOMED SAID THE MACHINE HAD BETWEEN 30,000 TO 35,000 HOURS ON IT. THE BIOMED CONFIRMED THE TWO BURNT VALVES WERE ORIGINAL FRESENIUS PARTS. THE MACHINE WAS PLUGGED INTO A HOSPITAL GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET, AND IT DID NOT HAVE ANY PAST PROBLEMS FAILING THE ELECTRICAL LEAKAGE TEST. NO OTHER COMPONENTS WERE DAMAGED. IT WAS CONFIRMED THE MACHINE WAS PUT BACK IN SERVICE FOLLOWING THE REPAIR. THE BIOMED SAID THE BURNT VALVES WERE AVAILABLE TO BE RETURNED FOR EVALUATION.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A user facility biomedical technician (biomed) reported to Fresenius technical service (TS) that a 2008T Hemodialysis (HD) machine was displaying an intermittent low flow error in dialysis mode. The flow error was reportedly occurring every three seconds. The ¿ACFS¿ value was reported to be fluctuating between 0.0 and 4.0 volts. The biomed had already re-built the deaeration motor, and replaced the flow motor, the pump head, and the loading pressure regulator. The biomed requested TS send a field service technician onsite to repair the machine. The machine remained out of service, and two days later a different biomed contacted TS for further troubleshooting support. This biomed indicated that the machine was also displaying flow inlet errors. The messages (low flow and flow inlet) were being displayed in rinse. The biomed stated there were no audible alarms because the dialysate lines were on the shunt. During their machine inspection, the biomed discovered that two of the top four balancing chamber valves were melted. The biomed replaced all four of the valves and this resolved the reported issue. Upon follow-up with the biomed, it was confirmed that two of the valves had sustained thermal damage. The biomed stated they were cracked, melted, and displaying visible signs of charring. It was confirmed there was no patient involvement associated with the event. No burning smell was noted, and there were no signs of smoke, sparks, or flames. The biomed said the machine had between 30,000 to 35,000 hours on it. The biomed confirmed the two burnt valves were original Fresenius parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (GFCI) outlet, and it did not have any past problems failing the electrical leakage test. No other components were damaged. It was confirmed the machine was put back in service following the repair. The biomed said the burnt valves were available to be returned for evaluation.